Event description:
It was reported that the patient experienced difficulty charging the Implantable Pulse Generator (IPG) and a need for frequent charging. As a result, the patient underwent an IPG replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred six months from the date manufacturer became aware of the event.